Event description:
Pt implanted with a rod, screw and locking cap construct on an unk date, complained of postoperative pain. Pt underwent revision surgery the day after the initial surgery to extend decompression. This is the 7th of 9 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.